Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including defib/pace stress testing, bench handling, and defibrillation cycling without duplicating the report. An internal inspection identified a misaligned flex cable from the control board which may have contributed to the customer's report. The flex cable was replaced and secured as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.